Manufacturer narrative:
The instruction for use for maxi 500 (001.20815 rev.19) states: "warning: never attempt to maneuver the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries." During the interview, the customer stated that the staff used the sling to maneuver the resident (one caregiver was pulling on the sling and the other was pushing from the back). It was reported that the room was small and it was difficult to reposition the lift since the wheelchair and the bed were in the way. Therefore, the caregivers did not follow the instructions provided in the instruction for use. Pulling on the sling during repositioning can disrupt the balance and stability of the lift. When the sling with the resident is pulled, the center of gravity shifts. If the force is strong enough, it can cause the lift to loose its stability and tip over. In summary, arjo device failed to meet its performance specification since the lift tipped. The device was used to transfer the resident when the event occurred. The complaint was decided to be reportable due to the allegation that the lift started to tip during use.

Event description:
It was reported that during patient transfer the maxi 500 device started to tip over. The boom hit one of the caregiver on the head which resulted in a concussion, and the base hit the other caregiver on the legs, caregiver sustained bruising. After the event the device was evaluated by an arjo technician and no malfunction was found.